Event description:
Information was received from the area representative indicating that at the moment no patient manipulation is suspected to have contributed to the reported high lead impedance. No interventions have been planned for the patient at this time.

Event description:
It was reported by a company representative that high lead impedance was received for a vns patient at a follow-up appointment. No previous diagnostics were available as the patient was seen for the first time at the physician's office. The patient was referred for x-rays and the generator was programmed off due to high impedance. Good faith attempts to obtain additional information remain underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.

Event description:
Additional information was received from the area representative indicating surgical intervention was being planned within a short period of time. Moreover, information was later received indicating surgery occurred as planned and the explanted devices were discarded by the hospital.

Event description:
Additional information was received on (B)(6), 2012 when it was discovered that the vns generator was replaced on (B)(6), 2012 for prophylactic reasons and the leads were replaced due to a lead discontinuity. The lead impedance after the full revision was reported to be within normal limits.

Event description:
Additional information was received from a company representative indicating that x-rays were indicative of a lead fracture. X-rays were reviewed by the manufacturer and indicated the generator was visualized in a normal placement in the left upper chest. The filter feed-through wires, the lead wires at the connector pin and the lead connector pin cannot be assessed due to the quality of the image. Due to lack of neck x-rays, the electrodes couldn't be assessed. There are suspect areas on the lead body, that couldn't be fully assessed due to the quality of the images. There is part of the lead behind the generator and could not be fully assessed. Good faith attempts to obtain further information from the treating physician have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.